Event description:
It was reported that the patient experienced abrupt withdrawal. It was noted there was no injury. The pump was replaced. The pump was delivering fentanyl and bupivacaine.

Event description:
It was noted that premature battery depletion was refuted through analysis. When the device was returned the estimated elective replacement was 25 months.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient experienced an underdose with flu like symptoms. When the pump was interrogated it was in stopped pump mode. A motor stall noted in the event logs with no motor stall recovery was confirmed. It was later reported that the pump will be replaced in the near future and returned for analysis. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Analysis of the pump revealed mechanical wear, hole in pump tube. In addition motor corrosion, feedthru anomaly and gear train anomaly were also noted.

Manufacturer narrative:
Catheter: model: 8711, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.